Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information received from a manufacturer representative reported that the patient had good coverage post-op at 2.4v but after going home they had to keep increasing the amplitude and lay down to feel any stimulation. Impedance tests were taken and all electrodes measured at 360-700; none of the values were showing to be out of range. No falls or traumas were reported that could be related to this issue. On the day of this report, the manufacturer representative increased stimulation to 10.5v and the patient felt a little stabbing sensation in the mid back and " a little something" under their right breast and into the abdomen; this was with all but two electrodes active. The patient stated that they also felt something over the battery at one point. The manufacturer representative reported that the patient was seen three days after the implant procedure due to redness, drainage, and swelling at the implantable neurostimulator (ins) pocket site and was placed on antibiotics. The patient was sent for an x-ray to look for any signs of lead migration. It was noted that the patient experienced the loss of stimulation shortly after being implanted on (B)(6) 2016. Additional information provided on (B)(6) 2016 reported that the patient's lead had migrated and the bottom was in the site of the laminectomy. It was reported that the patient gets stimulation when lying down. The manufacturer representative stated that a revision surgery is necessary but has not been scheduled yet. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.